Event description:
During a lap supra cervical hysterectomy, doctor noticed instrument was not working. He pulled instrument out and found that the pin that holds the jaw was missing. Doctor did extensive search but could not find pin. Although, x-ray of pt showed no foreign body, doctor is not certain if pin was retreived.